Event description:
It was reported the handpiece gave a solid tone at the beginning of the case. The customer verified operation with the test tip. A second handpiece was used to start the case. The purchasing agent did not have case specific information. There was no patient consequence.